Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding the serial number was not provided. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic aortic heart valve had a 29mm transcatheter valve implanted (valve-in-valve) due to aortic stenosis. The implant duration of the bioprosthetic valve remains unknown. The procedure was successful and there were no consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received patient factors likely contributed to the event.

Event description:
Edwards received information patient required transcatheter valve-in-valve intervention due to severe aortic stenosis secondary to degeneration after an implant duration of approximately six years. Post-implant revealed a well-positioned and functioning valve and valve prosthesis. The patient was taken to the intensive care unit in stable condition.